Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent and stretched. (B)(4).

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead became stuck in the tricuspid valve. During an attempt to reposition the rv lead, it was noted that the helix was extended out of the tip of the lead and disengaged from the body of the rv lead. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.